Event description:
It was reported that the lens was explanted from the pt's right eye due to refractive power miss and posterior lens vaulting. Another lens of same model number, but different diopter was implanted successfully. The pt was scheduled for follow-up exam. No additional info has been received.

Manufacturer narrative:
Investigation of this report is in progress. A supplemental report will be submitted upon completion of the investigation.